Manufacturer narrative:
(B)(4). Date sent: 02/18/2021. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a tyvek with lot # r4073r, exp. Date: r4073r and damage can be noted from outside to inside. A possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Based on the photo the event describe is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event., as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
When opening the outer packaging, it had a tear in the individual wrapper, having been rejected for not guaranteeing its sterility.